Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer¿s site to evaluate the au5800 chemistry analyzer. The lss performed carryover test, and no carryover was identified. The lss indicated that the initial result showed a "f" flag. The customer did not set auto repeat parameters. The lss proactively set logic check parameters and auto repeat parameters. The lss proactively added contamination avoidance parameters. No further issues were reported. No hardware parts were replaced. There is no evidence of a system malfunction. The probable cause is unknown. Section a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported an elevated triglyceride (tg) patient result on the au5800 chemistry analyzer, and the patient was transferred to the pediatric intensive care unit (picu) for monitoring due to the false high tg result. There was no report of injury or death associated with event. The customer provided data for the one patient sample.